Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# aix4rb. Triathlon cr fem comp #5 l-cem; cat# 5510f501; lot# csp3d. Triathlon symmetric x3 patella; cat# 5550-g-360; lot# mh8t. Simplex hv with gentamicin us 1 pack; cat# 6195-1-001; lot# 711ba850cy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection. Infecting microorganism was not reported to the rep, but the surgeon reported patient's existing bladder infection as the cause. Patient's entire cr construct including patella were revised to another stryker knee construct. Rep reported that no further information will be released.